Event description:
It was reported by service report that the lift motor had lost limits forcing the bed to sit on the frame, which then forced the load cells over range. No patient involvement or adverse consequences are reported.